Manufacturer narrative:
The event occurred in china. It was reported that the ¿txrx error¿ appeared on the rotaflow console during treatment. The device was exchanged with the spare device with no consequences for the patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure. The rf flow measure pcba (article number 701011681) has been replaced. After the replacement the device is working as intended and is back in use. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. Based on the investigation results the reported failure "txrx error" could be confirmed. A device history record (DHR) review was performed on 2024-06-19. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console with s/n (B)(6) was produced in 2023-05-10. According to the service manual (service manual / / en / 02; chapter 8.1 possible causes of error) if the ¿txrx error¿ occurred the pump does not stop, and the device gives a visual alarm as well as an acoustic alarm. The rotaflow switches to the rpm mode. According to the instruction for use (instructions for use / 4.4 / en / 15, chapter 5.2 setting options) the rotaflow can be operated in the lpm mode or rpm mode. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the ¿txrx error¿ appeared on the rotaflow console during treatment. The device was exchanged with the spare device. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID (B)(4).